Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited stained lenses, dirt on the charge coupled device (ccd) sensor and hub. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information was due to stress problems, use handling issue, degradation, component failure. Olympus will continue to monitor field performance for this device.